Event description:
It was reported that a user applied a new dexcom g7 sensor that completed warmup but did not provide readings, resulting in signal loss to the ilet and a ¿dosing stops soon¿ alert; the user was guided to toggle between g7/g6 and re-pair the sensor, and education was provided regarding bg run mode and alert resolution. Symptoms included a reported low glucose event earlier the same day. Outcomes included temporary interruption of automated dosing until sensor pairing was restored. Investigation included remote troubleshooting, device education, and guidance to re-establish sensor pairing. Investigation of this case revealed a communication issue between the cgm and the ilet that was resolved through re-pairing and configuration guidance, consistent with sensor¿pump connectivity issues. It was concluded, based on previously established findings for similar reports, that the cause was user/device interface error related to cgm pairing and configuration.